Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was hospitalized because of hypoglycemia, but the receiver didn't give her an audio alert when she was low (unspecified reading). The patient refused to talk about it and refused to provide any details. The patient also refused to get a call back. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.